Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. The pump battery jumped from 60% to 100% when connected to a different power adapter. There was no impact to the customer's blood glucose level. Customer stated they will monitor pump performance.